Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: light source shut off mid case, total loss of light during case the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes are: possible issue with light source or safe light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.